Event description:
Info was provided by the dept of health and human services that indicates the customer reported via medwatch that the ventilator allegedly shut down during operation. The pt was reportedly removed from the ventilator and manually ventilated while a new unit was set up. The customer reported no apparent pt injury. Because the customer and ventilator info was not provided, specific details cannot be verified or investigated. It is not verified that the unit shut down as reported and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.